Event description:
Customer reported that the outer package of the PICC catheter was contaminated and wrinkled. (B)(6) 2023- the customer reported this occurred with five devices however only one device was returned for evaluation. During evaluation of the returned device, it was determined that the tyvek packaging was damaged. This file addresses the returned device and first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed but the exact cause remains unknown. One photo sample of what appears to be a sealed 4 fr groshong nxt catheter kit. The tyvek lid on the tray appeared to be wrinkled and discolored. The kit label indicates lot: regp4362. Based on the information provided, possible contributing factors include damage during handling and environmental storage conditions outside of bd control. Since visual discoloration of the packaging was noted, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.